Event description:
A malfunction alarm with code 16 was reported, and the pump was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was confirmed to be under warranty. The customer understood and acknowledged instructions to put the malfunctioning pump into storage mode and return it using a pre-paid label.